Manufacturer narrative:
Product ID 3889-28, serial# unknown, implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead, product #3889-28, found that all of the conductors were broken five centimeters from the distal end.

Event description:
It was reported that the patient did not feel stimulation anymore and experienced less than 50% therapy relief. Impedances were found to be all out of range; greater than 4,000 ohms. The lead was consequently replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).